Manufacturer narrative:
Describe event or problem, patient codes, and device codes updated. (B)(4).

Event description:
Previously it was reported that in-stent restenosis occurred within the previously implanted stents located in the proximal to distal left anterior descending artery (lad). Now, it was further reported that in-stent restenosis occurred only in the stents located in mid to distal lad. No restenosis was noted within the 3.0 x 20 mm and 3.0 x 8 mm promus element plus stents.

Event description:
Same case MDR ID: 2134265-2014-01025, 2134265-2014-01022, 2134265-2014-01023. (B)(4) clinical study. It was reported that angina and in-stent restenosis (isr) occurred. On (B)(6) 2012, the patient presented due to unstable angina which was diagnosed as myocardial infarction (mi) and was referred for cardiac catheterization. Subsequently, coronary angiography was performed and index procedure was performed. The target lesion was located in the mid left anterior descending (lad) with 90% stenosis and was 30 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with predilation and stent placement using a 2.25 mm x 32 mm ion stent. Following post dilatation, residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2012, three promus element plus stents were placed. A 3.0x20mm and 3.0x8mm in the proximal lad and a 2.5x20mm in the distal lad. On (B)(6) 2013, the subject presented with symptoms of worsening angina symptoms. Twenty four days after the onset of symptoms, elective cardiac catheterization was scheduled and was subsequently hospitalized. Coronary angiography was performed. The 99% isr of study stent in mid lad and restenosis of the 2.5 x 20 mm promus element plus everolimus-eluting platinum chromium coronary stent system in the distal lad. The physician treated it with 2.25 mm x 26 mm non-bsc drug eluting stent followed by high pressure non-compliant balloon. Following post dilatation, residual stenois was 0%. Medication was also given to treat this event. During target vessel revascularization (tvr), a 99% isr at the proximal-mid lad was noted in the 3.0 x 20 mm 3.0 x 20 mm promus element plus everolimus-eluting platinum chromium coronary stent system and a 3.0 x 8 mm promus element plus everolimus-eluting platinum chromium coronary stent system placed in proximal lad. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).